Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Product was returned and lot number is therefore available. The fractured ncb plate was returned for investigation. The plate was fractured into two parts. The fracture of the plate is located through a screw hole. On the fracture surfaces, beach lines are visible which point to a possible fatigue fracture failure. The fracture surfaces show also small, polished areas and some scratches, most probably due to contact between the parts after the fracture. Some scratches are visible on both the surfaces of the plate. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent revision surgery due to the implant fracture about four (4) months after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. Ap view of the right femur demonstrates a right total hip arthroplasty with screw fixation of the acetabular cup. Horizontal orientation of the acetabular cup is present. Lateral side plate and screw fixation device involving the femur. Plate has fractured in the region of an incompletely healed distal femoral diaphysis fracture which could contribute to the plate fracture. Osteopenia is present. Overall sizing of the implants is appropriate. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.